Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the unit caused burn to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary a device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that during start-up, appearance of error 214 was observed. The investigation found that the error shows that the ribbon cable of cb-rfb-sr connection had a bad contact condition. The investigation identified the root cause of the reported event to be the flex ladder cable. The flex ladder cable was replaced to address the condition. Corrective actions have been implemented to mitigate this issue. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.